Event description:
The facility's clinical engineering technician reported a fail code 812:02. The clinical engineering technician stated they have no record of any patient incident involving the pump since the last baxter service event.